Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2012.

Event description:
It was reported that the patient presented to the hospital with syncope and became febrile, and found that the patient had staph bacteremia infection. It was noted by the physician that the device pocket appeared normal and there was no vegetation on the lead. It was also noted that the patient had the same infection previously, prior to the device system was implanted. The leads and device were removed, and antibiotic treatment prescribed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed. There were no anomalies found. It was visually noted that there was apparent explant damage.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.